Manufacturer narrative:
Infection was not present and the implanting clinician identified the patient was experiencing irritation from a suture that was still in the skin. The implanting clinician removed the suture and stated a revision/explant was not necessary. The clinical representative followed up on the patient's condition and reported the patient is feeling fine. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, patient engaging in strenuous activities, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, patient picking at the wound and multiple tunneling attempts have been ruled out as potential causes. Stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used for the treatment of pain. The cause of the irritation is no fault found as related to the device; the irritation was caused by the sutures used.

Event description:
Patient's suture site was irritated and itchy. The patient had an irritation from a suture on the skin. The suture was removed, and no further issue was reported.